Event description:
It was reported that during the dental surgical procedure he realized that the implant container was empty. The doctor confirms that the procedure was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4)one (1) imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation. Visual evaluation of the as returned product identified the implant with original packaging attached to the bundled mount. No signs of use observed on the implant. Sterile barrier broken. Device history record (DHR) review was completed for the subject lot number (1233728). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1233728) for similar event using keyword incorrect component quantity and no other complaint was identified. Keywords: incorrect component. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.